Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and missing shell and patch (50-75%). A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as surgical impact. Missing shell and patch assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a4.

Event description:
Healthcare professional reported "rupture" against right device. Device has been explanted.